Event description:
Caller reported a malfunction on pump. There was no reported impact to the customer¿s blood glucose level. Cts provided pump reset information and assisted caller with reset; malfunction did not recur, and customer was instructed to call back if issue arises again.